Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to irregular stress that was applied to the biopsy channel such as insertion/withdrawal of the endo therapy accessories when the tip was opened. The event can be prevented by following the instructions for use which state: "instructions: bf-190 series operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the instrument channel instructions: bf-190 series reprocessing manual chapter 5 reprocessing the endoscope 5.4 leakage testing of the endoscope instructions: bf-190 series operation manual chapter 4 operation 4.3 using endotherapy accessories:when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the suction flow failed due to a biopsy channel leak. Also, evaluation found the biopsy channel had foreign materials, angulation was reduced, the control knob had play, the connecting tube had a pocket and was scratched, the bending section cover was porous, the scope cover was cracked, and the biopsy channel was leaking. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope, the water flush was difficult to operate, during post-processing. The cleaning brush passed through, when pulling it out, the brush got stuck. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the biopsy channel was damaged. The damage was caused by the customer trying to pull the forceps out of the channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.